Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after receiving new battery cap. The customer¿s blood glucose level was unknown. Insert battery alarm displayed on the screen before blank display. The customer was advised to clean the battery cap with a dry cotton swab. Customer reported that display did not returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.